Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient suffered a burn from the charger. It was noted that the patient charged for two hours and at the end of the charging session, the charging puck was very hot to touch and had ripped off the patients skin when it was removed.

Event description:
It was reported that the patient suffered a burn from the charger. It was noted that the patient charged for two hours and at the end of the charging session, the charging puck was very hot to touch and had ripped off the patients skin when it was removed. Additional information was received that the patient was experiencing difficulty in charging and discomfort while charging the ipg. It was also mentioned that the patient had irritation on the skin while charging and was advised to contact a local physician.